Event description:
It was reported that the port flipped after a realize band implant. A port revision was completed with no patient consequence. The port was discarded. There is no further information about the procedure.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.